Event description:
It was reported that the customer was hospitalized for lbgs. The nurse educator refused to troubleshoot at the time of the call. Prior to the event, the customer's bg was low and had eaten dinner. It was stated that the customer bolused to cover for their dinner. The customer was found incoherent. The md stated that in the bolus history, there was another bolus given and he's not sure why. The customer's family member was advised by the sales rep to have the pump replaced.